Event description:
Per oos, this system was removed due to erosion and the physician chose to upgrade to a cylos dr at that time. Also removed were: arox 60 bp, MDR 1028232-2007-00431. St. Jude tendril sdx.